Event description:
On (B)(6) 2025, abbott point of care (apoc) was contacted by a customer regarding I-stat cartridge that yielded suspected discrepant potassium results on a (B)(6)-year-old female patient using two different samples. There was no patient information at the time of this report. Information was received from an abbott regional account manager who emailed apoc on behalf of a customer. Product/lot# information was not available at the time of this report. Method: potassium: sample: I-stat, 7.7, a, I-stat, 7.6, b, lab, 4.6, c. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.

Manufacturer narrative:
Apoc incident#: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 21-mar-2025. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained testing met the acceptance criteria found in q04.01.003 rev. An, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h24349.

Event description:
Na.